Event description:
Distributor reported on behalf of the user. The listed device was in use with a patient when the pump alarmed occlusion. Patient then changed out site. Patient reported they did see insulin drops coming out of the end of the tubing. Patient went to the emergency room, but was not fully admitted. Blood glucose levels on her meter read high which reporter stated would mean the blood glucose was above 600mg/dl. IV fluids were administered and insulin drip given to resolve the blood glucose levels. The patient left the hospital that same day. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.